Event description:
Boston scientific crm received info that the device was not sensing intrinsic r-waves. Sensing measurements have declined since implant. Automatic sensitivity was set at 1.6 mv and was not sensing the r-waves. Sensitivity was adjusted to 0.5 mv where the r-waves could be detected. Noise was detected in the device electrograms (egm) as episodes of ventricular tachycardia (vt). Loss of capture (loc) was observed in vvi mode pacing at 90 ppm and maximum outputs. Technical services (ts) recommended checking an x-ray as lead dislodgement was suspected. To date, no adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents associated with the manufacture of this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.